Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient received assistance on (B)(6) 2013 and her concerns were resolved. The patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3093-28, lot# v680794, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had a bladder infection a few days prior to the report and had been to her healthcare provider¿s (hcp¿s) office. It was noted that the patient's settings were being adjusted due to the ¿flare-ups¿. The patient normally kept her setting at 3v, the highest was ¿4.1v or 4.2v when the patient had a flare-up or something¿. It was noted that the patient had another appointment with her hcp in (B)(6). If additional information becomes available, a follow-up report will be submitted.